Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented in clinic for a regular follow-up. It was noted that the implantable cardioverter defibrillator (ICD) was protruding through the skin; however the skin was not broken. The physician was concerned that it would cause erosion in the near future. A pocket revision was performed successfully on (B)(6) 2020. The patient was asymptomatic and stable throughout.